Event description:
Pt was in a bassinette when the wire grill assembly over the heating elements of the warmer assembly let go and came down crashing against the column of the bed. It missed striking the bed and no pt harm was done. The plastic retainer securing the grill assembly to the housing had broken and the grill fell. The grill is hinged on the opposite end keeping it secure to the housing. As the grill fell it was in a swinging motion, not a true falling motion, if the hinge assembly was to fail also, this would have resulted in a more serious incident. There were no apparent signs of damage when the device was inspected. The exact defect in the device is unknown. The facility is still investigating whether the heat of the unit was sufficient to fatigue or melt the plastic retainers, although, there are no obvious signs of this. The device is on a semi-annual schedule for maintenance. The device has been used for the past two years. The device was returned to the MFR for warranty replacement. Facility has spoken with the engineers who have already developed a safety clamp that prevents the grill assembly from falling. These clamps have been shipped to the installation on all units.